Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that there was an alert 02 for low flow. The nurse tried to initiate therapy on the patient with an arctic sun that they had borrowed from inova (B)(4). The nurse stopped dialysis, being performed with dialysate at 36°c. The target temperature for the patient was 35°c with a patient temperature of 37.9°c. A quick disconnect reconnect of all 5 pads (1 set of medium pads and a universal pad) resulted in no change to the flow rate. The nurse then placed the device into manual mode and checked the system diagnostics. The system hours= 12,408, circulation pump hours= 11,777, ip= 0.7psi, fr= 0.8lpm, and cp= 100%. She removed the fdl and put her thumb over the left port; however, she felt no suction. Another nurse realized that she was actually covering an fdl valve set, so she covered the suction port, and did in fact feel suction. The diagnostics showed ip=-7.3, fr= 1.6lpm, and cp=62%. The nurse tried reconnecting the pads one at a time; however, was unable to determine which pads were being connected due to a bair hugger covering the patient. She also managed to connect a blue to white connector. She then taped off that valve set. A second nurse took over and restarted the process of reattaching the pads. With the device still in manual mode, and attaching the 4 pads that had not been connected improperly, the readings remained as follows: ip=-6.8psi, fr=2.0lpm, and cp=67%. She then returned the device to automatic mode and the flow rate dropped to 1.6lpm. The nurse tried replacing the pads with a new set of large pads; however, the problem was unresolved. Subsequently, a replacement device was located, and therapy was completed on the second device.

Manufacturer narrative:
Received one used medium arctic gel pad kit without its original packaging. The reported event was unconfirmed. Per the visual inspection, the pads were inspected and found to have the trim pattern correctly performed, the plastic tubes were found completely assembled covering the total of clamping rings on the plastic connector and manifold connector, the foams were found free of damages, tears or perforations, the seal between manifold connector and pad was found completely sealed, and the energy connectors were found free of damages. It was noted that there was evidence of the sealing presence on the pads. No manufacturing related issues were noted during the visual evaluation of the pad returned. During the functional evaluation, the pads were submitted to the flow rate test with the arctic sun machine model 2000. The pads were connected to the arctic sun machine model 2000 during 10 minutes, see details below: right chest pad: a total of 5.09 l/min m2 of flow rate were registered during the test. Left chest pad: a total of 3.98 l/min m2 of flow rate were registered during the test. Right thigh pad: a total of 2.70 l/min m2 of flow rate were registered during the test. Left thigh pad: a total of 2.70 l/min m2 of flow rate were registered during the test. The flow rate was found to be acceptable on all the returned pads. The flow rate for this product must be above 2.4 l/min m2. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: ¿6. Once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a fullpad kit.¿ (B)(4).

Event description:
It was reported that there was an alert 02 for low flow. The nurse tried to initiate therapy on the patient with an arctic sun that they had borrowed from (B)(6). The nurse stopped dialysis, being performed with dialysate at 36°c. The target temperature for the patient was 35°c with a patient temperature of 37.9°c. A quick disconnect reconnect of all 5 pads (1 set of medium pads and a universal pad) resulted in no change to the flow rate. The nurse then placed the device into manual mode and checked the system diagnostics. The system hours= 12,408, circulation pump hours= 11,777, ip= 0.7psi, fr= 0.8lpm, and cp= 100%. She removed the fdl and put her thumb over the left port; however, she felt no suction. Another nurse realized that she was actually covering an fdl valve set, so she covered the suction port, and did in fact feel suction. The diagnostics showed ip=-7.3, fr= 1.6lpm, and cp=62%. The nurse tried reconnecting the pads one at a time; however, was unable to determine which pads were being connected due to a bair hugger covering the patient. She also managed to connect a blue to white connector. She then taped off that valve set. A second nurse took over and restarted the process of reattaching the pads. With the device still in manual mode, and attaching the 4 pads that had not been connected improperly, the readings remained as follows: ip=-6.8psi, fr=2.0lpm, and cp=67%. She then returned the device to automatic mode and the flow rate dropped to 1.6lpm. The nurse tried replacing the pads with a new set of large pads; however, the problem was unresolved. Subsequently, a replacement device was located, and therapy was completed on the second device.